Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that the replacement device resolved the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID wr9200 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) would not power on. The patient stated that the wr continued to be unresponsive when they placed it in the dock. The patient confirmed that the power indicator light on the back of the dock was green. The patient plugged the dock into different outlets, but the wr still would not power on. As a result, the patient was unable to charge their implanted neurostimulator (ins) and they were feeling terrible because the ins charge level was less than 25%. The patient thought the communicator was not working properly because of how they were feeling. The patient said they had no energy and they felt like they could go to sleep. The patient also mentioned that they were slurring their words and starting to shake, which they said happens when the ins charge level gets low. During the call, agent had the patient test the communicator and no issue was found. The patient got the low ins battery notification (service code 626), which they were able to clear and advance to the home screen of the dbs therapy app. The dbs therapy app indicated that the ins charge level was at 0% and therapy was on. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the wr.f